Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). The database entries were reviewed and the provided information was captured in sections 2 and 3. A review of the manufacturing records indicated the lot met all pre-release specifications. The site was contacted regarding the additional information and possibility to receive and investigate the explanted device. All findings will be shared in the final report. H6: code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). Code c21 reflects the current results of all ongoing investigations, as detailed under codes b15, b17, and b11. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to from the imedidata: on (B)(6) 2026, the patient underwent a primary endovascular treatment for an abdominal aortic aneurysm (no iliac involvement). One gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg) was implanted in infrarenal abdominal aorta, and three gore® excluder® aaa endoprosthesis (contralateral leg) were implanted in the common iliac arteries, two in the left and one in the right. On (B)(6) 2026, the patient was discharged from the hospital to home self-care. On (B)(6) 2026, the patient developed an aorto-enteric fistula. The patient subsequently underwent a laparotomy with explantation of the trunk-ipsilateral leg component, followed by aortic ligation. This event caused prolonged hospitalization. However, on the same day the patient expired.